Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Initial reporter claims that cannula of pen needle broke off in injection site of a pt. Pt was seen by ER surgeon who tried for one (1) hour to remove the broken needle, but needle could not be removed.